Event description:
It was reported that device battery was running hot. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of tech called in for help on battery running hot on 8015 ls unit. Based on troubleshooting results, technical services could not determine the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that device battery was running hot. There was no patient involvement.